Manufacturer narrative:
(B)(4).

Event description:
Information was received from the (B)(6) patient receiving intrathecal dilaudid and bupivacaine (unknown dose and concentration) via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications and patient history were not reported. It was reported that on (B)(6) 2015, the pump and catheter were explanted due to infection post routine pump replacement for battery in (B)(6) 2015. The area of infection was reported as the pump pocket. No symptoms were reported. The infection was resolved. Additional information received from the health care provider (hcp) reported that the wound became infected and dehisced. No diagnostics had been performed related to the infection. If additional information is received this report will be updated.